Event description:
Topcon medical laser systems ((B)(6)) has an active MDR on an unanticipated effect from their pascal synthesis laser reported by a doctor. When using endpoint management, which scales the power and duration back to a predetermined setting in order to photo stimulate an area, the system fired much higher power levels than selected by the doctor. This condition was duplicated within the topcon medical laser system engineering group and was determined to be a software anomaly. Topcon senior management has decided to hide the real issue because they do not wish to incur the expense of a recall on the synthesis product. They are fabricating response to the MDR in order to buy more time and fix the affected systems on their own time scheduled. This complete disregard for pt safety is dangerous.